Event description:
It was reported that on (B)(6) 2024, the instrument was broken in the set and could not be corrected properly. This report involves one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (lot number), d9 and h4 corrected: d1, d4 (primary UDI number), g1 h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the tip of the connecscr f/dhs/dcs-wrench no. 338.300 was found broken. The broken fragment was not returned for examination. No other issues were observed. It is reasonable to conclude that this broken condition can be cause that the device cannot be assemble with the mating device. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the connecscr f/dhs/dcs-wrench no. 338.300 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 338.310 lot number: 2810p18 manufacturing site: haegendorf release to warehouse date: 16th december 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicates that there was a surgical delay and the surgery was completed successfully.